Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that there was a labeling/packaging (incorrect label) issue. It was reported that the back of the pump had the incorrect label. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because issues with label could mislead the user or lead the user to follow incorrect instructions on product use.

Manufacturer narrative:
The report submitted on 03/20/2017 was inadvertently submitted as the original complaint was found to not be a product issue and there was not a labeling error as previous stated.